Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the battery charger would not power on. Upon evaluation, the power supply was cut. The cause of the inability to power on is the cut power supply. The root cause of the damaged power supply is physical abuse. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not power on.